Event description:
It was reported by the customer's wife the customer had issues with the insulin pump keypad. When the customer went to deliver a bolus the numbers started scrolling up. Customer's wife also mentioned the customer had high blood glucose, 267mg/dl. Customer treated the high blood glucose with a manual injection. Advised the customer the insulin pump will be replaced and to revert to a back-up plan. The blood glucose reading was 267mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. No number scrolling was noted. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and no delivery tests. The insulin pump had minor scratches on the display window, a cracked display window corner and a cracked reservoir tube lip.